Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008. According to the complainant, post-procedure, the patient suffers from urinary incontinence, urinary problems including the inability to empty her bladder, infections and fecal incontinence. According to the physician's office, during a post-operative appointment on (B)(6), 2008, the patient presented with no pain, no bleeding, mixed incontinence, and some nocturia. During a follow-up on (B)(6), 2008, she reported no stress urinary incontinence (sui), no nocturia, minimal urge, and excellent bladder control. No treatment was given for any of the reported issues. The last time she was seen by the physician was on (B)(6), 2008, when she was negative for sui; positive for urinary incontinence.